Event description:
It was reported to target during an intercranial aneurysm embulization procedure the physician was placing a gdc coil. Upon retractian, the coil separated in the catheter. This event had no harm to the pt. The product was discarded after the procedure.